Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited, "cassette sensor defective." The fault was found during testing. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 11/7/2024. One device was returned for analysis. Review of the event history log (ehl) showed a cassette not attached properly. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.